Event description:
The customer contact reported an adverse event while the device was in use. The patient was receiving normal saline at a rate of 250ml/hr to 500ml/hr via a right "shin" access. Approximately 30 minutes later, the physician ordered a second infusion of normal saline to be delivered at the same rate of 250ml/hr to 500ml/hr. The nurse connected a secondary tubing set to the proximal clave y-site of the primary tubing set and the deliveries were satarted. The two solution containers were reportedly hung at the same head height. Thirty minutes later, the patient was transported for a CT scan of the urinary tract. After returning, the nurse noted that the primary container of bnormal saline was empty and the secondary container was infusion. A pattern of two inches of fluid and a 1/4 inch air bubble was noted in the primary tubing set. The nurse hung a new container of normal saline on the primary line, removed the air from the tubing set and the therapy was resumed. After an unspecified length of time, an incidental finding on the CT scan showed an air embolism in the "right iliac artery." The patient was admitted to the hospital and discharged home two days later. There were no reported adverse patient sequelae.